Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) had a "power on reset." Power on reset was triggered by a 25 percent battery level and stimulation was shut off. The ins was reset "in the office," and had a good charging history. The patient complained of periodic trouble connecting the ins to the patient programmer. The connection was tested with another patient programmer, and "it appeared to be" the antenna. The antenna was replaced and worked well with the patient's programmer. Therapy was resumed.